Event description:
(Levo) norepinephrine 4ml/hr 4.27 mcg/min and (neo) phenylephrine 27ml/hr 90 mcg/min were infusing in channels 1 and 2 in order to maintain bp and mean arterial pressure >80. 0950 IV pump alarming, levo and neo not infusing, message on pump "multi channel pump failure". Pump changed to different pump during the change bp dropped to 86/48, mean arterial pressure 61. The new pump in place neo (phenylephrine) increased 100 mcg/min, levo (norepinephrine) increased 30 mcg/min initially then decreased in 10 mins.